Manufacturer narrative:
Device evaluation summary of pictured device: upon visual evaluation of the image provided in the complaint, two unidentified implants were observed. One of them was found without apparent damage or visual anomalies and the other one was observed ruptured inside of a syringe. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 175cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with an unspecified gel breast implant on (B)(6) 2021.